Event description:
Caller reported a cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, the caller intends to resume the process once home with the necessary supplies, and an email was sent to clss to follow up due to occlusions.